Event description:
It was reported that the helix mechanism of this right ventricular (rv) lead was unstable due to the spiral fixation. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted with dried blood present around the helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The helix difficulty allegation was confirmed based on the helix housing being clogged with dried blood/body fluid. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the helix mechanism of this right ventricular (rv) lead was unstable due to the spiral fixation. Subsequently, surgical intervention was performed to explant and replace this lead. No additional adverse patient effects were reported. This lead was received for analysis.